Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing

Event description:
Hamilton medical ag received the following event description: during ventilation, the ventilator alarmed with tf8912 . No harm to the patient was reported.